Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced nausea, vomiting, ¿heath¿ and chills, and tremor. The pump was sent for analysis.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a rp regarding a patient who received fentanyl (1000mcg/ml, 424.6mcg/day) in an implantable pump for an unknown indication for use. Patient medical history included diabetes, fibromyalgia, hypertension, hypothyroidism, cholesterol, and chronic lumbar pain. The first recorded motor stall occurred on (B)(6) 2017 and recovered after 15 minutes. A second motor stall occurred on (B)(6) 2017 and recovered after 8 hours. Once recovered, a third motor stall occurred 4 hours later, which recovered after 9 hours. A fourth motor stall occurred on (B)(6) 2017 and recovered after 11 hours. There was no known environmental/external/patient factors that may have led or contributed to the issue. The patient was seen in the emergency room after the second motor stall ((B)(6) 2017), the decision was made by the hcp to schedule a replacement surgery. The pump was replaced on (B)(6) 2017. The issue was considered resolved. The status of the patient was stated to be alive and with no injury. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.